Event description:
The patient called to report that pt used the suspect device to check their blood glucose. Pt obtained a result of 61mg/dl and felt like their blood glucose was low. Pt did not take any action because pt was sitting down to eat dinner. Pt then passed out and paramedics were called. Emt's used their equipment and obtained a blood glucose result of 16mg/dl. Pt was transported to the hospital, treated with an unknown type of glucose, and kept overnight. Pt was released with a blood glucose level of 85-90mg/dl. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.